Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis did not reveal any performance issues, but the calculated longevity result of 90% was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defib lead, (B)(6) 2008; 5076 implantable pacing lead, (B)(6) 2002. (B)(4).